Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative, confirmed by the healthcare provider (hcp), indicated the pump was replaced on (B)(6)2017. The pump would be returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (500mcg/ml, 329.63mcg/day) and clonidine (60mcg/ml, 39.556mcg/day) in an implantable pump for an unknown indication for use. Concomitant medications and medical history could not be obtained. A critical pump alarm occurred due to repetitive motor stalls. The patient was not feeling well and had a return of "pain signals." There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient came to the clinic and the pump logs were checked. Interrogation revealed 3 motor stalls and 2 motor stall recoveries (last motor stall did not recover). The provided session data report from (B)(6) 2017 indicated a motor stalls occurred on (B)(6) 2017 at 11:39 with recovery at 18:26, (B)(6) 2017 at 03:00 with recovery at 10:25, and the last motor stall occurring on (B)(6) 2017 at 16:08 with no recorded recovery. The patient received oral medication supplementation, the pump was programmed to minimum rate mode, and the alarms were silenced. The pump replacement procedure was scheduled for (B)(6) 2017. The pump would be returned. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.